Event description:
(B)(4) trial. Same case as MDR ID: 2134265-2012-01556. It was reported that subsequent to a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented with multiple coronary risk factors and underwent a cardiac catheterization procedure in (B)(6) 2011 which revealed 2 target lesions. The first was a 80% stenosed lesion located in the proximal right coronary artery with a reference vessel diameter of 3.50mm and a lesion length of 17mm. The lesion was predilated with an unspecified balloon and 3.00x20mm promus element stent was deployed, resulting in 0% residual stenosis. The second was a 70% stenosed lesion located in the mid left anterior descending artery with a reference vessel diameter of 2.75mm and a lesion length of 16mm. The lesion was predilated with an unspecified balloon and 2.75x20mm promus element stent was deployed, resulting in 0% residual stenosis. On the following day, the patient experienced a troponin level elevation and a myocardial infarction was diagnosed. No action was taken to treat this event and no ischemic symptoms were present. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).